Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported experiencing an infection with plans to have her catheter removed. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on 8/nov/2023 following abdominal pain and cloudy peritoneal effluent. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken on the hospital on 8/nov/2023 presented with streptococcus (species unknown) in the culture and a wbc count of 1220/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient required an oral steroid for two months for reasons unrelated to renal replacement therapy prior to this event. It was believed the patient¿s immunity was compromised due to the duration of steroid use which made her susceptible to infection; however, this could not be confirmed without further follow up between the outpatient clinic and the patient. The patient¿s pd catheter (not a fresenius product) was removed during this admission due to the severity of infection and she was transitioned to hemodialysis (hd) on a hospital provided hd device for the duration of the hospitalization. The patient is awaiting discharge to home as she will continue hd on in-center basis upon discharge, but accommodations have not yet been secured. Though the exact cause of this patient¿s peritonitis remains unknown, it was confirmed that there was no indication this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will return to pd therapy on the same cycler once cleared by her physician.